Event description:
The customer reported being hospitalized due to heart attack, kidney failure and high blood glucose. The blood glucose reading was over 280 mg/dl. The programming, time, and date were correct. Ran a fixed prime and passed. Reviewed the alarm history and found a battery error alarm. Unable to perform the high pressure test because of tubing clamp was not available at time of call. The customer's most recent glucose reading was 140 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.